Manufacturer narrative:
Return requested. Replacement computer shipped to site 07/07/2016. No parts have been received by manufacturer for analysis. On 07/11/2016 a medtronic representative performed a navigation system check-out, instruments area passed. Hardware and software tests failed. The navigation system became unresponsive on different tasks. Once in navigate, the system became unresponsive completely and required a hard restart to restore function. Replaced the computer, normal function was restored. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site's navigation system became unresponsive. This behavior was seen 3 times, each time a navigation system re-boot restored normal function. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 20 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initial power on was successful, the computer posted and booted to login screen. The computer launched applications and navigated with glxgears over an extended period without issue. There were no hdd or ram errors reported. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.